Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable due to the cable melting while charging. The customer's blood glucose was 150 mg/dl. The customer continued to use the pump for insulin therapy.